Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 was broken, and the panel of the drawer had hit the motherboard. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full-height cubie drawer 5 was broken, sticking out. A field service engineer found main full-height cubie drawer 5 with broken weld points on the drawer box. Drawer replacement was rescheduled, but the drawer remained operational and passed all tests in the hardware test application. Main half height (hh) cubie drawer 4.1 was not detected on the bus and unable to recover storage space, so the hh pyxi-bus module controller board was replaced. Additionally, main full-height cubie drawer 5 was confirmed broken, with the customer reporting it was sticking out too far and not closing properly. The drawer was replaced. The system functioned as intended after the field service engineer repaired the device.